Manufacturer narrative:
(B)(6). H. G. Pandit, s. Campi, t. W. Hamilton, o. D. Dada, s. Pollalis, c. Jenkins, c. A. F. Dodd , d. W. Murray. (2015) five-year experience of cementless oxford unicompartmental knee replacement , knee surg sports traumatol arthrosc (2017) 25:694¿702, https://rd.springer.com/content/pdf/10.1007/s00167-015-3879-y. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on review of a journal article, entitled "five-year experience of cementless oxford unicompartmental knee replacement" by pandit, hg, (2015). This complaint refers to the reported one bearing revision due to dislocation.(table 2, page 697).